Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
During a customer training session, the customer attempted to disconnect the tubing connection from the level sensor for diluted wash buffer on the alinity I processing module. During this process, a small drop of diluted wash buffer splashed onto her left cheek. The customer was wearing a lab coat, gloves, and safety goggles. She rinsed the affected area with water. No medical treatment was required. No injuries or harm to the user were reported.